Manufacturer narrative:
Literature citation: brent roster, md et al. Salvage of infected inbone total ankle replacement. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, per roster and lian in "salvage of infected inbone total ankle replacement, it was reported that the patient underwent a revision surgery 39 months post-op due to post-traumatic osteoarthritis. The patient has a history of (B)(6) and open pilon fracture treated with (B)(6) and subsequent hardware removal. The patient was treated for infection with a 6 week regiment of (B)(6). Four months after the antibiotics the patient had inbone re-implanted with success.